Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify prime/fill anomalies due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they are unable to exit the preparing to prime loop. The customer¿s blood glucose level was 153 mg/dl at the time of the incident. The customer reported that they could not skip the fill and tubing process. The customer reported that they did not receive 2nd series of beeps nor did the numbers appear on the screen. The customer was advised to revert to back up plan per the healthcare professional¿s instructions. The device will be returned for analysis.